Event description:
It was reported that the patient received more than 20 shocks and was flown to the hospital. The ICD was found to be in back-up mode. Increased capture threshold and low pacing impedance were observed. It was later reported that the patient underwent radiation therapy for over a month and the last treatment was one week prior to the patient receiving the shocks. The ICD and lead were explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Insulation and conductor damage was found at 23.3-24.1cm from the connector pin consistent with clavicle crush damage. The sensing conductor insulation was abraded. This is consistent with the observation from the field of high capture threshold and low pacing lead impedance.